Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the causes for the pericardial effusion and atrial perforation could not be determined. In this case, there was no reported device malfunction associated with the steerable guide catheter (sgc) device. The reported patient effects of atrial perforation and pericardial effusion as listed in the mitraclip system instructions for use are a known possible complication associated with mitraclip procedures, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report atrial perforation and pericardial effusion. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. A steerable guide catheter was advanced to the mitral valve, and then during the initial clip positioning when verifying perpendicularity, the septum was observed to be torn causing to lose support of the sgc. The sgc was removed with the clip delivery system. However, a pericardial effusion was observed resulting in a clinically significant delay in the procedure. The patient was then transferred to the intensive care unit. The patient will remain hospitalized for observation. Additional treatment was not performed. No clips were implanted, and mr is 4. No additional information was provided.